Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and vaginal scarring. It was reported that patient underwent mesh revision/removal on an unknown date due to severe pain and mesh grew through into vagina.

Manufacturer narrative:
(B)(4). It was reported that the patient had additional implant (monarch transobturator tape) on (B)(6) 2007 due to sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced hematuria. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.